Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens and the leading haptic tore off. The incision was enlarged to remove the lens, but sutures were not required. A backup lens was inserted, but it also tore. See MFR report # 2023826-2006-01718. The reporter stated the patient will come back at a later date to have another three piece lens implanted.

Manufacturer narrative:
Evaluation codes; results - visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.